Manufacturer narrative:
One used device was returned for evaluation without its original packaging. Visual inspection of the device did not identify any discrepancies. Functional testing involved a leak test and it was observed that there was leakage between the pilot balloon and the valve. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part number and did not identify any discrepancies. Based on the evidence, the most probable root cause was attributed to a manufacturing issue; the solvent between the valve and pilot balloon joint did not dry appropriately.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® ivory pvc soft seal® cuff tracheal tube had an air leak during use. It was unknown how long the device was in use. The reporter noted that a leak check was performed prior to use and confirmed there was no leakage. No patient injury was reported. The event was considered resolved.